Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield did not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
2/14/97supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.